Event description:
Information received indicates the left head brake/steer pedal is slipping out of the brake actuator clamp.

Manufacturer narrative:
The technician tightened the left head brake/steer pedal to repair the bed.